Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. In november of 2020, the battery status was checked with a magnet rate at 100 bpm, estimated longevity of 2.5 years. During a routine follow-up, the device could not be interrogated with two different programmers and there was no magnet response. There was no symptoms or asystole noted. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage was measured at 1.589 volts which is too low to support pacing and telemetry functions. Detailed testing identified a short within the battery itself. This short resulted in the inability to interrogate this pacemaker. This battery is obsolete and no longer used.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. In (B)(6) of 2020, the battery status was checked with a magnet rate at 100 bpm, estimated longevity of 2.5 years. During a routine follow-up, the device could not be interrogated with two different programmers and there was no magnet response. There was no symptoms or asystole noted. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.